Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient had a true pause that was discounted because of the &#49935;w signal evidence counter&#56224;the device was explanted and replaced due to a system upgrade. No patient complications have been reported as a result of this event.